Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2009 the pt was implanted with an ams "sparc sling system" to treat "symptomatic urinary incontinence." It was alleged that the pt is "now in constant pain, is unable to engage in activities that she engaged in prior to her surgeries, and has trouble with daily activities." It was also alleged that the pt has "partial disability."